Event description:
On (B)(6) 2013, the reporter contacted animas indicating that they ¿want to upgrade¿ and that the pump ¿buttons were not responding¿. A new pump was purchased and shipped to the patient on (B)(6) 2012. The pump was not returned at that time. A relative of the patient ordered a new sale pump on (B)(4) 2014 and was to return their original pump (not related to the subject pump). The pump that was returned was the pump related to the previously mentioned complaint. The pump was returned to animas on (B)(4) 2014. Animas followed up with the reporter on (B)(4) 2014 and the reporter indicated that there was never an issue with the subject pump; the reporter indicated that they just wanted to return the oldest pump to have the ¿newest technology¿. The report is made based on the initial allegation of the pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump confirmed that there was no damage to the keypad. The keypad buttons were tested and found that the buttons were responding appropriately. The pump keypad was removed and contamination was observed under the contrast button contact. Unrelated to the complaint, the display screen was found to be dim and discolored.